Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, (B)(4) has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while it was connected to a patient. The customer reported providing manual ventilation to the patient while they tested the device but it occurred again so they switched it to another ventilator. The customer reported that there was no patient harm or injury.